Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, lot# va10erf033, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported by the consumer that they were having burning sharp pain at the 8 ins site. The impedances were all >10,000 on the 0-7 lead. The manufacturer representative turned off that lead and was only using the 8-15 lead. The patient was getting bilateral coverage. The patient denied falls or accidents that could have contributed to the event. After the reprogramming, the patient confirmed the burning pain went away once only the 8-15 lead was used. The issue was not yet fully resolved. It was unknown if a surgical intervention was planned. Patient weight and medical history were unknown. The patient status was confirmed to be alive with no injury. It was unknown when this event started. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that they did not know the cause of the patient¿s burning pain and high impedances, and it was not determined if surgery would be performed. No further complications were reported.